Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported experiencing overfill. Upon follow up with the patient's nurse, it was reported that the patient did experience an overfill on (B)(6) 2018. The patient's fill volume is 2500ml. The patient drained 4200ml. The patient reported feeling full, pain and shortness of breath. The patient's physician has since switched the patient to manual therapy.

Manufacturer narrative:
The event reported for this allegation was submitted in error. The allegation of increased intraperitoneal volume (iipv). Of <180% of the prescribed fill volume is not a reportable malfunction. Therefore this is no longer considered a MDR reportable event and a supplemental MDR will not be submitted with the plant investigation.

Event description:
"."